Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. The implantable cardiac monitor exhibited an interrogation issue. Interrogation was successful after the programmer was rebooted; however, the device did not display the stored electrograms. This issue continued to occur after interrogating the device with a different programmer. The issue was resolved and the electrograms were successfully loaded.